Manufacturer narrative:
Device evaluation could not be performed since the hospital has retained the device. Device will be returned to the manufacturer in january 2017. Device operated as expected during pre-use check. However, the doctor was unable to deflate the balloon while removing it from patient's artery. The root cause of the failure remains inconclusive. There was no injury to the patient as the result of this malfunction. The complaint lot history record review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging process. We also have not received any other complaints for devices from the complaint lot, and therefore we believe that it was an isolated incident.

Event description:
The surgeon tested the shunt before the procedure and found the device to operate fine. He started the procedure and device was working as expected. During the removal of the device of the balloon from the proximal part, the balloon did not deflate. So, he perforated the balloon with a needle and deflated it.